Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and driver was missing. A field service engineer (fse) found that the fingerprint scanner was not functioning, even after rebooting the device and testing different universal serial bus ports. After fse determined that station version 1.7.4 required updated drivers for the new biometric reader. The products communication and lumidigm update package 1.3 for es were installed. The station was rebooted, and the biometric reader illuminated, indicating proper operation. Testing was completed using the test application, and all tests passed. After a final reboot, the user successfully accessed the main pyxis station using the biometric reader, and all functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identification driver was missing, and the fingerprint could not be scanned. The customer rebooted the station, but the issue remained the same. There were no adverse events or injuries reported based on this event.